Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the photo noted one sigphandle, two sigtrsb60amt, and one sigadaptsnd opened and outside of its packaging. Protruding staples at the 1 cm cut line were noted on the sigtrsb60amt in the top right of the image. The sigtrsb60amt below did not have a visible staple cartridge. Both reloads did not have reinforcement material anchored to the anvil or cartridge. Visual inspection of the device noted that the unload switch was at the home position. There was no damage to the adapter. Functionally, unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the adapter black box running software and the strain gauge was responsive. The adapter had 34 of 50 procedures remaining. The adapter was connected to a representative handle running software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the software and no new errors appeared. It was reported that the device initially fired but failed to complete the firing cycle. The reported issue was confirmed. The most likely cause was traced to non-device related factors. It was also reported that the knife cut the tissue but it did not transect the tissue smoothly, creating a jagged line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the unload switch was at the home position and there was no damage to the adapter. Functionally, the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 34 of 50 procedures remaining. The adapter was connected to a representative handle running v29.1 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness and the unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The most likely cause was not traced to the device. It was also reported that the knife cut the tissue but it did not transect the tissue smoothly, creating a jagged line. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: sigphandle, sig power sigphandle handle (serial#(B)(4); unknown egia su, unknown endo gia sulu (lot#unk); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#unk); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#unk); sigadaptstnd, sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#unk); sig power sigpshell control shell (lot#unk). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve resection, when the stomach wall was resected, the first firing with a forty five millimeter reload was done without any problems. On the second, third and fourth firing with a sixty millimeter reloads, only about 40mm of resection was possible, the staple line was secured improperly/inadequately. Additionally, the resected surface could not be cut as cleanly as usual. It was noted that handle screen displays when clamping the tissue was zone 1 and at the time of firing were zone 1 and 2. As such, after the fifth firing, the handle, shell, adapter, and reload were all replaced and additional resection was performed without any problems. The procedure was extended for thirty minutes or more.